Manufacturer narrative:
Based on the results of the investigation, the reportable event was likely due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the deflectable videoscope's bending section cover adhesive was found to be broken. There was no patient involved.